Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris texium closed male luer was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that they had an issue of texium leaking when connected to smart site.

Manufacturer narrative:
The customer reported the texium was leaking when connected to a smart site and returned photo and video evidence of the leak on material 10012241-0500, lot unknown. The photo and video verified the complaint of texium leakage when connected to another set. There is no physical sample available. A trend has been identified, and actions have been initiated to investigate the texium issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review was not performed as the lot number is "unknown" for this complaint.